Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy while stapling the stomach, one staple did not form properly near the proximal end of the reload. Stapler fired till the end. Nothing was done to resolve the issue because only one staple malformed around tissue. There was no patient injury.